Manufacturer narrative:
H10: the lot number for the two malfunctions was provided and a lot history review was performed. The two devices have not been returned for evaluation; therefore, the investigation is inconclusive for the two malfunctions related to device malposition and detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly tilted and detached. One device was removed percutaneously, the other device was not removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury. This information was received from various sources. Patient age at the time of the event is unknown and weight and gender were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced detachment of device or device component. This information was received from various sources. The malfunctions involved patients with no reported consequences. The two patients were reported to be two female ranging from 53 to 65 years of age and one was reported to weigh 155 lbs and the details of the other patient was not provided.

Manufacturer narrative:
H10: the lot number for the two malfunctions was provided and a lot history review was performed. The two devices have not been returned for evaluation however, medical records were provided for review. Reviewing of the medical records confirmed the alleged filter limb detachment for one malfunction. Filter tilt, limb detachment and retrieval difficulties were confirmed for the other malfunction. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: b5, g1, h6 (result). H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for the two malfunctions was provided and a lot history review was performed. The two devices have not been returned for evaluation; therefore, the investigation is inconclusive for the two malfunctions related to device malposition and detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. One malfunction reassessed and trending device code (2907 -detachment of device or device component) updated. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced detachment of device or device component. This information was received from various sources. The malfunctions involved patients with no reported consequences. Age, weight, and gender were not provided for the patients.

Manufacturer narrative:
The devices were not returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly tilted and detached. One device was removed percutaneously, the other device was not removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury. This information was received from various sources. Patient age, weight, and gender were not provided.